Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(4) 2015 to report on behalf of patient continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(4)/2015. The sensor was inserted on (B)(4)2015. At the time of contact, the patient's husband did not report any injury or medical intervention.